Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was visually observed. Estimated blood loss was 100cc's. A new system was strung and the pt completed their treatment w/o further issue. There is no other known ill effect to the pt. There is no sample available for eval.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode can not be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.